Event description:
Reporter alleged the blood glucose device measured 250 mg/dl back to back with a result of 125 mg/dl performed within a minute of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.